Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed noise (the model and serial of the rv lead is unknown at this time) a boston scientific technical service consultant was contacted and an electrogram (egm) was sent in to an engineer for evaluation of the noise on the shock channel and the possible root cause. Additional information was received that an x-ray was performed and was unable to reproduce the noise, however revealed lead separation. A revision procedure was performed and the lead was explanted and replaced. During visual inspection of the explanted lead the physician was unable to detect any insulation damage. Measurements were taken and were within normal range. The physician suspected the noise to be related to a device header issue and a second electrogram (egm) was sent into an engineer for evaluation of the noise and possible root cause. The device remains implanted at this time the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The device and the lead was surgically abandoned. A boston scientific technical service consultant reviewed the electrogram (egm) and discussed that the noise type appears to be high frequency, consistent with myopotential oversensing and pacing inhibition, which may have caused ventricular pauses greater than two seconds. The fact that the ra channel remained clean, suggests that emi by emission is less likely. According to the engineer, a header or device component failure would be rather unlikely; the device is not affected by a product advisory. Also the engineer noted that with a separated shock and rv pace/sense lead system, it is rather unlikely to pick up abdominal muscle activities on both egm channels simultaneously. Recording of pectoral muscle activities (in case of pectoral implant site) on shock channel is not unusual. Recording of pectoral myopotentials on rv channel would indicate a lead issue (insulation defect in the pocket area or leaking sealing plug). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.